Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, plug strap is missing and diaphragm valve. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge broken on anterior side assessed as surgical damage.

Event description:
Patient reported right side deflation. Device has been explanted and not replaced.